Event description:
During quarterly disinfection of cardioquip modular cooler heater (mch), the mch began smoking and emitting a burning smell. No audible alarms or warning indicators occurred. According to the service manual, "if the water level in the mch cold water tank falls below a safe operating level, the mch halts its operation, the low water level screen appears, and the alarm sounds a three-beep sequence every 8 seconds." This alarm was not triggered and did not occur. FDA safety report ID# (B)(4).